Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the ma nufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed multiple controller power up events logged on (B)(6) 2025, indicating the cont roller was powered on. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up events, indicating the power up events occurred during the initial programming of the controller. One (1) controller power up event, without an associated pump start, was then logged at 09:47:41, followed by one (1) vad disconnect alarm logged at 09:47:49, indicating the driveline was not connected to the controller. A vad stopped alarm was then logged at 09:48:25, indicating that the pump failed to restart after multiple attempts. A vad disconnect alarm was then recorded at 09:48:32, indicating a disconnection of the driveline from the controller. An additional vad disconnect alarm was logged at 11:05:55, due to the physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2025 at 09:02:34, indicating the controller was powered on. Review of the event log file revealed that, prior to the power-up event, the controller last had power on (B)(6) 2025. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during troubleshooting and/or a controller exchange. Log file analysis further revealed a controller power up with a successful motor start was logged on (B)(6) 2025 at 09:48:36. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during troubleshooting and/or a controller exchange. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. As a result, the reported events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controllers being powered up without the driveline connected and/or physical disconnections of the driveline from the controller during the reported controller exchanges and/or troubleshooting. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, syncope is a known potential complication associated with the impl antation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of syncope/loss of consciousness events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing hi story and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial #: (B)(6) d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following two years of controller usage, a routine replacement was conducted in the catheterization lab to maintain device reliability. To prepare for potential complications during the replacement, a sheath was inserted into the right femoral artery, and a guidewire was inserted into the right femoral vein, with ECMO on standby but not yet deployed. The replacement procedure began with the installation of a standard controller, during which fluctuations in power consumption and estimated flow were observed on the monitor, culminating in the activation of the ventricular assist device (vad) stop alarm after five oscillations. Five motor start events indicated that failed pump starts were also reported. Swift action was taken to switch to an alternate controller with a modified algorithm, reconnecting the driveline promptly. The pump restarted successfully following these measures. Immediately after the pump stopped, the patient experienced a brief loss of consciousness, which resolved upon pump restart. The vad belongs to subgroup 3. The vad remains in use and the controller was replaced. No further patient complications have been reported as a result of this event.